Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter safety shield separated from the hub. This was discovered before use. The following information was provided by the initial reporter: the catheter with the safety shield was separated from the hub.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/8/2020. H.6. Investigation: a physical sample was returned and a photo of the issue was forwarded to the manufacturer for evaluation. A review of the device history record was performed for the reported lot, 0016699, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the catheter adapter is inside of the needle cover. Bdj confirmed the catheter adaptor remained inside of the needle cover. It was pulled with tweezers and it came off easily.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte autoguard shielded IV catheter safety shield separated from the hub. This was discovered before use. The following information was provided by the initial reporter: the catheter with the safety shield was separated from the hub.